Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated they were hit by another car while driving and now they feel the stimulation more on the one side. They have an appointment next tuesday or wednesday. Pt stated they are looking for a medtronic representative. The patient was redirected to their healthcare provider to further address the issue. Pt stated thursday was when the issue occurred and that afternoon is when they noticed the effects of the accident.